Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) had trouble shooted the unit and found that there was a confirmed reported complaint of "leaking helium." Followed helium leak troubleshooting guide and discovered a kink in the high pressure helium tubing going into the high pressure regulator. Also discovered the high pressure regulator was not holding pressure. Replaced helium tubing assembly, (d103-00-0637) high pressure regulator and (d682-00-0092-01) high pressure transducer. Full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use. The helium tube, helium regulator and high pressure transducer were received for further national repair center (nrc) investigation.helium transducer regulator could not be tested do to damage (pitted connector). Helium transducer regulator will be held in the fat dept. Per procedure number (B)(4) revision ak. Pressure transducer 3500 could not be tested do to damage to the associated regulator. Pressure transducer 3500 will be held in the fat dept. Per procedure number (B)(4) revision ak. The fat dept. Verified the failure of the tubing assembly failure "cracked tubing". Retaining the tubing assembly in the fat dept. Per procedure (B)(4) rev ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) had trouble shooted the unit and found that there was a confirmed reported complaint of "leaking helium." Followed helium leak troubleshooting guide and discovered a kink in the high pressure helium tubing going into the high pressure regulator. Also discovered the high pressure regulator was not holding pressure. Replaced helium tubing assembly, (d103-00-0637) high pressure regulator and (d682-00-0092-01) high pressure transducer. Full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use. Patient involvement is unknown. The defective components were received for further investigation. The helium regulator part number 0103-00-0637 s/n (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision q with visual damage. The failure analysis and testing dept. Could not install the helium regulator into the cardiosave test fixture serial number (B)(6) and verify the leak as per factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. Helium transducer regulator could not be tested do to damage (pitted connector). Helium transducer regulator will be held in the fat dept. Per procedure number 0002-07-d008 revision ak. The pressure transducer 3500 part number 0682-00-0092-01 s/n (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision q with no visual damage. The fat dept could not install the pressure transducer 3500 into the cardiosave test fixture serial number (B)(6) and verify the leak as per factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. Pressure transducer 3500 could not be tested do to damage to the associated regulator. Pressure transducer 3500 will be held in the fat dept. Per procedure number 0002-07-d008 revision ak. The fat dept. Could not install the tubing assembly p/n 0004-00-0103-02 into the cardiosave test fixture serial number (B)(6) and test the tubing assembly to factory specifications per the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Verified the failure of the tubing assembly failure "cracked tubing" retaining the tubing assembly in the fat dept. Per procedure 0002-07-d008 rev ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.